Manufacturer narrative:
(B)(4)date sent: 06/28/2021 d4: batch # u5et79 6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil was not returned. Device was received with staples present and no anvil, confirming that the device was not fired. However, when forward battery was installed, the green checkmark illuminated, indicating that the device was not reset before staples were loaded. When the device was reset in the lab and fired into a test skin using an engineering anvil, no issues were observed. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lower anterior resection procedure that the device would not fire. No staples were deployed, and the knife did not cut. Battery was removed and reinserted with no change. Another like device was used to complete the procedure. There were no adverse consequences for the patient.